Event description:
Marlex polypropylene mesh broke twice. Multiple surgeries. One resulted in stroke. Abscess bowel, perforation bowel and bile leakage, totally disabled now because of marlex. Rx meds: depakote keppra lipitor lorsartan. Otc meds: none.